Event description:
A customer reported that results from a single patient sample obtained using a vitros 5600 system was associated with the incorrect patient sample identification number. Mis-associated patient results may lead to inappropriate physician action. The mis-associated results were not reported outside of the laboratory. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that results obtained on the vitros 5600 integrated system for a single patient sample was mis-associated with the incorrect patient sample identification number. The root cause of the event was determined to be user error as customer placed a sample tube in the incorrect position in the vitros sample tray and proceeded to sample. The investigation concluded that the vitros 5600 analyzer was operating as intended at the time of the event.